Event description:
Reportedly, the device has been re-programmed to ddd pacing mode because the patient did not feel well in safer mode. The percentage of v pacing was so high, since the patient shows good intrinsic conduction and long av delay was programmed in ddd mode, according to physician. Additionally, inadequate mode switch was noted due to unexplained loss o f atrial sensing. In vvi mode, the device recorded ventricular episodes containing also atrial iegm that seems to be asynchronous to ventricular iegms.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device has been re-programmed to ddd pacing mode because the patient did not feel well in safer mode. The percentage of v pacing was so high, since the patient shows good intrinsic conduction and long av delay was programmed in ddd mode, according to physician. Additionally, inadequate mode switch was noted due to unexplained loss of atrial sensing. In vvi mode, the device recorded ventricular episodes containing also atrial iegm that seems to be asynchronous to ventricular iegms.